Manufacturer narrative:
Follow-up indicated that the patient has experienced residual pain. Nevro attempted to obtain additional information regarding the nature of the pain but was unsuccessful.

Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced severe pain in his right leg, groin and back. It was noted that one of the leads migrated outside the epidural space thereby causing the pain. Follow-up report indicated that the device was explanted. The patient is recovering and there were no reports of further complications.